Event description:
User facility reports the following: port placed in 2002 for chemo infusion(s). Pt began experiencing pain and port was removed for which fracture was visualized, linear along the length of catheter. No additional hx knwon.